Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and the inside of the tube was ¿dirty¿. It was observed at the time of opening the package. The procedure was completed with a new tubing set. The bubble was confirmed by the pump in overall including directly under the sensor and from upper to lower of pump. Bubble movement was absent while the pump was operating, and error was absent at the pump. The procedure was completed without patient consequence. Additional information was received, and it was reported that the material observed was inside the tubing. The foreign material observed in the tubing was noted with no movement. ¿dirt¿ was observed throughout.

Manufacturer narrative:
The information received indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot ac8766678 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).